Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incomplete. The correct information has been included with this report in b5 section.

Event description:
This case is to document the high blood glucose, the diabetic ketoacidosis, and the critical pump error. Please see (B)(4) for the low on (B)(6), 2021. Customer reported that she passed out and fell and was hospitalized for a low on (B)(6), 2021. The emergency medical services personnel took apart the insulin pump. Customer was not able to locate the battery cap. However, it was then noted that the customer had it, and customer said during the call that she was getting critical pump error. Customer's current blood glucose at the time of the call was 120mg/dl. Customer said she went into diabetic ketoacidosis after the hospital removed her pump. Per (B)(4), during the hospital stay, customer had an infection and developed a fever and went high. Pump was not used at the time of the high bg and diabetic ketoacidosis during the hospital stay. Sensor was likely not used. Auto mode was not used.

Manufacturer narrative:
Unable to verify s/w due to critical pump error (open book). Retainer ring = black. On (B)(6) 2021 the customer alleged was hospitalized for low bgs and critical pump error (open book image) alarm. Device received with critical pump error and crest software was utilized and successful, however the history download was unsuccessful since insulin pump is on a constant dark blue screen and could not get into the join network screen. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error (open book). Device was cut open to perform visual inspection and found moisture damage on force sensor flex tail traces, j7, d9 and d10 on the pcb 1. The force sensor offset measured within specification range during testing (23.3 mv). No moisture damage on the pcb2, motor, keypad assembly, battery tube, vibrator, 40 pin flexible printed circuit/lcd and internal battery during the visual inspection. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and no critical pump error occurred during testing. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and critical pump error occurred during testing. In conclusion, the critical pump error and crest software was utilized and successful, however the history download was unsuccessful since pump is on a constant dark blue screen and could not get into the join network screen suspected to be on the pcb 2. Device failed to enter recovery mode preventing download of history files and traces using thus, however, xtest was used to download bootloader traces. Bootloader traces indicate that a critical error triggered the critical pump error (open book image) alarm. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with cracked select button keypad overlay, pillowing keypad overlay and cracked case behind the insulin pump at the battery compartment during the visual inspection. Unable to verify customer alleged for low bgs. Critical pump error (open book image) alarm confirmed due to moisture damage on the force sensor and pcba 1. Unable to download history files and traces confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unable to verify software due to critical pump error (open book). Device received with critical pump error and crest software was utilized and successful, however the history download was unsuccessful since insulin pump is on a constant dark blue screen and could not get into the join network screen. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error (open book). Device was cut open to perform visual inspection and found moisture damage on force sensor flex tail traces, on the electrical board 1. The force sensor offset measured within specific range during testing (23.3 milivolts). No moisture damage on the electrical board 2, motor, keypad assembly, battery tube, vibrator, 40 pin flexible printed circuit/lcd and internal battery during the visual inspection. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no critical pump error occurred during testing. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and critical pump error occurred during testing. In conclusion, the critical pump error and crest software was utilized and successful, however the history download was unsuccessful since insulin pump is on a constant dark blue screen and could not get into the join network screen suspected to be on the electrical board 2. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with cracked select button keypad overlay, pillowing keypad overlay and cracked case behind the insulin pump at the battery compartment during the visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on unknown date. Customer received that the insulin pump had critical pump error alarm. Customer reported that they received the open book image on the insulin pump screen. It was unknown if the customer was using auto mode or not at the time of incident. The insulin pump will not be returned for analysis.